Manufacturer narrative:
(B)(4). The user switched to a different device. The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that during a pt event they got a "?" Reading for etco2 numeric.